Event description:
Procedure: open anterior resection/cancer. According to the reporter: no intra-operative problems were noted. On december 14th the patient was re-operated, a new anastomosis was performed, and temporary ileostomy was set. Blood loss was reported about 300cc. The patient was returned to the hospital on dec 29th because of a pre-sacral intra abdominal abscess at the anastomosis. The ileostomy was removed in 2008.